Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unstable thresholds that were increasing shortly after implant. The lead was noted to have pulled back via x-ray and was later confirmed to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.